Manufacturer narrative:
Additional information: a2, a3a, a4, a6 and b5. Corrected data: d1, d8, e1, g1 and h6.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and lower abdomen and flanks on (B)(6) 2020 and developed paradoxical hyperplasia (ph) to the treated area. Patient diagnosed with ph on (B)(6) 2022 by a medical professional.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the upper and lower abdomen and waist and may have developed paradoxical adipose hyperplasia on the treated area.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.